Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified that the patient had an initial right total unicompartmental knee arthroplasty followed by a poly exchange in due to wear and dislocation. Approximately 2 years and 9 months post-op, experienced a sudden onset of pain and loss of joint function and was described as similar episode that previously occurred but the poly had spontaneously went back into place. Was later seen in the office where no dislocation was noted on radiographic imaging and was prescribed 15 days of nsaids. Subsequently, 3 months later, radiographic imaging was completed due to cracking and pain with false movement and displayed the poly displaced towards the intercondylar notch and a large joint effusion. The patient was scheduled to undergo a revision surgery. Radiographs were provided and reviewed by a radiologist. The review identified that the four views of the right knee demonstrate a medial compartment hemi arthroplasty with what appears to be dislocation of the polyethylene spacer into the medial patellofemoral compartment anteriorly. Associated metal on metal appearance of the medial compartment. No fracture. Lucency surrounding the femoral component could indicate osteolysis. Sizing is appropriate. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 years post implantation, radiographic imaging was completed due to cracking and pain with false movement and displayed the bearing displaced towards the intercondylar notch and a large joint effusion. A revision surgery to replace the bearing was scheduled for an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. G2 ¿ foreign ¿ france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 3 years post implantation, a dislocation of the bearing was confirmed via x-ray. A revision surgery to replace the bearing was scheduled for an unknown date. Due diligence is in progress for this complaint; to date no additional information or product has been received.